Event description:
It was reported that during an unknown procedure the hand piece was damaged during disassembly and sterilization after the case. Case completed with same hand piece. No patient consequence.